Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "patellar tendon rupture and ligamentous laxity." This report submitted (B)(6), 2011.

Event description:
It was reported that patient underwent knee arthroplasty implanting a femoral, tibial tray, and tibial bearing on (B)(6), 2009. Subsequently, patient was revised on (B)(6), 2011, due to anterior knee pain. It was further reported that a patella button was implanted during the revision procedure and that the tibial bearing was replaced with a thicker bearing due to minor lateral release. The revision was also due to progression of a patient disease.